Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. Reportedly, the customer was not using the pump due to traveling and was using manual injections. When the pump was turned on, a message stated that the pump was reset. There was no impact to the customer's blood glucose level. The customer successfully reloaded a cartridge.